Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No pump error 3 noted. The motor was tested outside of device and passed. Pump error 54 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced low blood glucose levels of 2.7 mmol/l. The customer was using sensors and reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer had symptoms such as not feeling well. The customer was treated for the low blood glucose with carbohydrate intake and the value went to 7mmol/l. The caller was assisted with troubleshooting and reported the time in the insulin pump was not correct. It was discovered that the insulin pump recently alarmed with the main arm cannot communicate with the motor arm and hal software error detected. Both alarms had already been cleared and customer was able to complete pump rewind and passed self test. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.